Event description:
A needle came off of suture material during robotic procedure. A needle incidentally went missing in the patient's abdomen during surgery and was not able to be retrieved. Several x-rays were taken but the needle could not be found. Suture package was discarded after the case. Unable to provide make, lot and serial numbers.